Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received failed battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device passed displacement test, operating currents, unexpected restart error test, self test and off no power. No failed battery alarm noted. Device received with minor scratched display window, cracked reservoir tube lip and stained address number label.